Event description:
It was reported that during a ptca procedure, the physician felt some resistance during removal. Upon removal the coating appears to have peeled off. No pt injuries or complications occurred.